Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. As the lot # 17079346l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system interface cable, us catalog # cr3434ct, lot # unknown; product: thermocool® smarttouch® sf bi-directional nav catheter, us catalog # d134805, lot # 17079352l. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was found on the tip. During procedure, a pulmonary vein isolation was performed for left and right pvs. A roof line and a box line were created via ablation and a mitral isthmus line had been created. All ablation took place in the left atrium. Intermittently no temperature was being displayed on stockert for several seconds. Troubleshooting was performed: cable was exchanged with no success; catheter was replaced and solved the issue. Settings during the use of this catheter (lot # 17079352l) include: under power mode with 900 sec. Max. Per ablation and max. 40 w. After using the second catheter (lot # 17079346l) and finished the procedure, the catheter was removed from patient¿s body and physician found small charring on the distal part of the catheter. The patient received heparinized nacl, 1000 ie per l. The physician did not consider that the char was excessive. As char was found on the distal (tip) of the second catheter (lot # 17079346l), this is considered as a reportable event.

Manufacturer narrative:
The bwi failure analysis lab received the device (lot # 17079346l) for evaluation on january 22, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch sf bi-directional nav catheter and char was found on the tip. During procedure, a pulmonary vein isolation was performed for left and right pvs. A roof line and a box line were created via ablation and a mitral isthmus line had been created. All ablation took place in the left atrium. Intermittently no temperature was being displayed on stockert for several seconds. Troubleshooting was performed: cable was exchanged with no success; catheter was replaced and solved the issue. Settings during the use of this catheter (lot # 17079352l) include: under power mode with 900 sec. Max. Per ablation and max. 40 w. After using the second catheter (lot # 17079346l) and finished the procedure, the catheter was removed from patient¿s body and physician found small charring on the distal part of the catheter. The patient received heparinized nacl, 1000 ie per l. The physician did not consider that the char was excessive. As char was found on the distal (tip) of the second catheter (lot # 17079346l), this is considered as a reportable event. Biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ the FDA has provided documented concurrence with this assessment. Char is a physical phenomenon of rf and can be the normal result of an ablation process. The presence of char on the electrodes do not represent a serious injury in itself nor is necessarily the result of device malfunction. The bwi failure analysis lab received the device for evaluation. The returned device a (lot # 17079346l) was visually inspected upon receipt and it was found in normal conditions. Electrical test was performed and catheter passed all specification. Tip section was cut. Lab was unable to perform further testing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The returned device b (lot # 17079352l) was visually inspected upon receipt and it was found in normal conditions. Electrical test was performed and catheter passed all specification. Tip section was cut. Lab was unable to perform further testing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.